Event description:
I had the essure device implanted, I ended up pregnant with my 5th child because the device on my right side migrated towards my uterus, I have cyst, bloating, cramping. My son who is (B)(6) now has a cyst in his frontal lobe, has been on seizure medication for 8 years now, not one of my other 4 children has this condition.